Manufacturer narrative:
The device was returned for investigation. The investigation concluded the device experienced mechanical stresses during the procedure causing damage to the hypotube, leading to a tear in the irrigation lumen jacket, steering damage, and deformation of the vacuum lumen. The boston scientific navigator uas was not returned with the device. The product labeling, cvac aspiration system IFU, l00018, has appropriate warnings and cautions and indicates if damage to the cvac aspiration system occurs, or it stops functioning during a procedure, stop using the device immediately, troubleshoot, and continue the procedure with a new device, as appropriate. The lot history review (lhr) for lot# p21136 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026 a patient with challenging renal anatomy underwent a steerable ureteroscopic renal evacuation (sure) procedure. It was reported resistance was felt and the device could not be withdrawn from the ureteral access sheath (uas), requiring the device and uas to be removed from the patient together. The procedure was completed successfully and no patient harm was reported. Calyxo is reporting this event in an abundance of caution.